Event description:
I have had 2 stimulators implants put in my back both for spine problems. The first one I am having no issues with for my lower back. But my second one I had implanted in (B)(6) 2014 I have had severe burning and pain in my right shoulder blade. Have had many tests but no solutions to why this is happening. I have never had this problem before. I had them put in because I have spinal injuries due to an auto accident over 10 yrs ago. I am still having headaches and neck pain. I also have a plate and 8 screws in my neck. Has there been any other problems reported like this with the upper stimulator implant?